Manufacturer narrative:
Device manufacture date and expiration date unavailable with information provided.

Event description:
Information was received that a smiths medical endobronchial tube was found to be leaking at the cuff. No patient injury resulted.

Manufacturer narrative:
Evaluation results: one used portex endobronchial tube was returned for evaluation. The sample was received in used condition without its original packaging.  The returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. No discrepancies were found. The returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from a small tear in the cuff. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.